Event description:
It was reported that a patient underwent a coronary artery bypass grafting under general anesthesia procedure on (B)(6) 2025 and suture was used. During the procedure, during the intraoperative suturing process, the problem of pulling off suture needle happened without external force. Due to the small size of the needle, it was difficult to locate if it was lost. The instrument nurse promptly discovered it and carried out adhesive storage. The department reported that the suture belongs to a double ended needle, and the surgeon may loosen the needle during the suture process, which poses a great risk of the problem of pulling off suture needle. Procedure: coronary artery bypass grafting under general anesthesia. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - were there any adverse consequences associated with the patient? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h 6. Type of investigation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: a 2. Patient age at the time of event, a 2. Age unit, a 3a. Sex. Additional information was requested, and the following was obtained: after investigation, the patient was a 69-year-old woman who underwent coronary artery bypass grafting under general anesthesia in the hospital on (B)(6) 2025. During the surgery, the operator used 8735h for vascular suturing (the specific sutured vessel was unknown). The problem of pulling off suture needle happened during the suturing. The operator immediately replaced with a new suture (the specific product information was unknown) to continue the suturing. The subsequent surgery went smoothly. There was no harm to the patient as a result of this event and no subsequent adverse events were reported. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.